Manufacturer narrative:
Product ID: 3389s-40, lot# v512938, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported the lead was explanted on (B)(6) 2013. It was stated the patient had experienced a blood clot post-surgery. It was noted the patient died as a result of post-operative complications. It was noted the patient was going to have a new lead implanted after their original lead was explanted. It was stated the patient died following the placement of the deep brain stimulator (dbs) lead. It was further reported the lead placement occurred on (B)(6) 2013. It was noted the patient had suffered from bilateral pulmonary embolism on (B)(6) 2013. It was stated on (B)(6), the patient suffered an intracranial hemorrhage. It was noted the patient was discharged from the clinic on (B)(6) 2014 to a nursing facility. It was stated the patient died 12 days afterwards from complications from the bilateral pulmonary embolism and the intracranial hemorrhage at the nursing facility.